Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -7.0 diopter, in the patient's right eye on (B)(6) 2016. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. As of the date of MDR submission, the lens has been returned but not yet evaluated.

Manufacturer narrative:
Device evaluation-lens was returned dry in a centrifuge vial with clear surgical residue/debris on product. Visual inspection found haptic torn, debris-lent on the lens, two small tears and clear residue on lens surface. Claim # (B)(4).